Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. The blood glucose reading was 450mg/dl, and he was treated with an insulin drip. The mother also reported issues during prime/rewind. The caller stated that the insulin pump alarmed an error during the manual prime process, and insulin squirted out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with prime alarm during prime test. Motor error alarm during occlusion test due to moisture damage inside force sensor. The insulin pump passed displacement test, rewind, basic occlusion, no delivery and motor tests. Unable to finish occlusion test due to motor error alarm.